Event description:
The report is from the study. The pt is a female with a history of obesity, hypertension, hyperlipidemia, and diabetes. The indication for the index procedure was an anterior acute myocardial infarction, greater than 72 hours prior to the procedure. A device was deployed in the proximal lad and another device was deployed in the obtuse marginal. There were no procedural complications and the pt was discharged the following day. In 2008, the pt was hospitalized for pacemaker implantation for dizziness with blackout. After the procedure, pt had cardiac and circulatory arrest. The cause of the death was not clearly identified and the event was graded as unrelated to the implanted cypher stents.

Manufacturer narrative:
This device (lot 13209228) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2008-01724. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.